Manufacturer narrative:
(B)(4). Evaluation summary: the device was received with the plunger deployed and subsequent partial thumb advancer and partial delivery tube deployment with partial sheath splitting initiated due to the plunger deployment, as expected. The vessel locator wings (vlw) were not deployed. Internal inspection detected the control wire had detached from the wire controller. The detached condition of the control wire from the wire controller would cause the vessel locator not to deploy when the plunger is depressed. This would result in a loss of vessel access when the device is pulled back to position it against the inner arterial wall with the device pulling out of the artery. The receiving inspection records for the vender lot of control wires were checked and the lot passed inspection. During the manufacturing process when the control wire is attached to the wire controller a visual inspection is performed. Additional inspection of each device is performed to verify vlw deployment while depressing the plunger. A lot sample was functionally tested to verify proper device functionality with no failures noted. Review of the device history record did not reveal any non-conforming material records associated with this lot. The most probable cause for the detached control wire was determined to be due to a manufacturing issue.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) after a diagnostic procedure using a starclose se device. Reportedly, after pressing the plunger (deployment step #2), the physician pulled the device back to position it against the arterial wall and it came out of the artery. The device was inspected and the wings were not open at the end of the sheath. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects. A 6fr. Sheath was used for the procedure. The physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The estimated age of the patient was reported as being in the (B)(6). The patient was described as moderately obese.